Manufacturer narrative:
The investigation has been completed. Based on the analysis, the occlusion alarm investigation could not be completed as the cartridge was not returned; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. On (B)(6) 2017: it was reported that due to the occlusion alarms, the customer went to the emergency room (ER) with a bg level of over 600mg/dl and moderate levels of ketones. While in the ER, the customer received treatment in the form of insulin and fluids. The customer was released from the ER with a bg level of 322mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy. Device not returned.

Event description:
It was reported an occlusion alarm occurred. A cartridge and infusion tubing change was performed to address the occlusion alarm and no additional occlusion alarms occurred. The customer's blood glucose (bg) level was above 600mg/dl. A manual injection was administered to address the bg levels per the customer's healthcare provider's advise. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. A system check was performed using the current supplies and the pump was functioning as expected. A follow-up call was declined by the contact.